Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a ladg for the first firing of duodenum resection, the surgeon inserted the device from the trocar and clamped the tissue, then noticed the event occurred. They used the manual adapter tool to release the tissue. The product locked on tissue and was removed from the tissue without damaging it. They did not remember the details but remembered the indicators showed some kind of error in the handle and the adapter. The last known patient status is reported as no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one (1) device. Visual evaluation noted no abnormalities for the adapter. Functional evaluation noted that the small chamfer was causing a phantom reload to be detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The product analysis established a relationship between a device failure and the reported incident of phantom reload. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been initiated prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.